Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump became submerged in liquid for an extended period of time. Subsequently, the pump became unresponsive. The customer's blood glucose level was reported to be in the 300s range (mg/dl). It was confirmed that the customer would contact their health care provider for alternate insulin therapy.